Event description:
In 2005 the user/patient contacted lifescan (lfs) alleging the one touch fasttake meter was giving inaccurately high readings. The patient reported that on an unspecified date he obtained results of 268 mg/dl and 270 mg/dl on the reported meter, and within 10 minutes laboratory blood glucose results of 220 mg/dl and 250 mg/dl were obtained. At the time of this incident the patient took no action following the use of the meter, and received no medical attention. The customer care representative determined during the troubleshooting telephone call the patient was handling the reagents appropriately, the calibration code number was programmed in the meter correctly, the meter was set to the correct unit of measure and the patient's testing technique was correct. The customer care representative talked the patient through two control solution tests, with failing results. The meter was replaced.